Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range left ventricular (lv) pacing impedance measurements. Boston scientific technical services (ts) advised the medical personnel to bring the patient in for further lv lead evaluation and a chest x-ray. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. At this time the lv lead and cardiac resynchronization therapy pacemaker (crt-p) remain in service and no adverse patient effects were reported.